Manufacturer narrative:
B5: see correction and update. Continuation of d11: product ID 3560030 lot# va27d43 serial# implanted: explanted: product type extension product ID 978a128 lot# va28eua serial# implanted: 2020-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative regarding an advanced evaluation trial patient who was using an external neurostimulator (ens). They reported that the lead and the extension were pulled, causing the hcp to pull the lead into the pocket site. This caused damage to the lead. An open circuit was noted on electrode 2. The patient could have pulled the percutaneous extension lead out due to a large tract caused by the dilator tip on the tunneling tool. The hcp pulled forcefully on the lead and connection to get it back to the pocket site. No surgical intervention occurred at the time. The issue was not resolved at the time of the report. There were no patient complications reported as a result of this event. Additional information was received from a manufacturer representative (rep). The rep reported that there was no mechanical damage to the lead other than the open circuit. The cause of the open circuit was unknown, but the most likely cause was the healthcare professional (hcp) force when pulling. Device replacement was not planned. The lead had been implanted in the patient and was still in use.

Manufacturer narrative:
Concomitant medical products: product ID: 3560030, lot# va27d43, product type: extension. Product ID: 978a128, lot# va28eua, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3560030, lot #: va27d43, ubd: 18-may-2022, UDI#: (B)(4) ; product ID: 978a128, serial/lot #: va28eua, ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative regarding an advanced evaluation trial patient who was using an external neurostimulator (ens). They reported that the lead, and the extension were pulled, causing the hcp to pull the lead into the pocket site. This caused damage to the lead. An open circuit was noted on electrode 2. The patient could have pulled the percutaneous extension lead out due to a large tract caused by the dilator tip on the tunneling tool. The hcp pulled forcefully on the lead, and connection to get it back to the pocket site. No surgical intervention occurred at the time. The issue was not resolved at the time of the report. There were no patient complications reported as a result of this event.